Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that analysis determined ins was not turned on/off very often prior to (B)(6)/17 but then turned on/off repeatedly on (B)(6)/17. Recharging sessions around mid-(B)(6) were very short(a few minutes to half hour) whereas sessions at the beginning and end of month were several hours. There were several instances where the ins was off for long periods of time. The ins was off on (B)(6)16 for 10 days. The ins was off on (B)(6)17 for 9 days. The ins was off on (B)(6)/17 for 11 days. The ins was off on (B)(6)/17 for 86 days. The ins was off on (B)(6)/17 for 1 day. The ins was off on (B)(6)/17 for 11 days. These dates corresponded to the ins being on but then therapy was lost/ins turned off due to charge being below the level where stimulation could be delivered. This also occurred (B)(6)/17 but the ins was already off so patient wouldn¿t have noticed ins turned off due to charge level. The analyst reported it is likely the patient was describing the instances where stimulation was being delivered but then the ins turned off and stimulation stopped due to the ins being too depleted to output stimulation. They reported that other than these instances, nothing looked out of the ordinary in terms of ins being turned on/off or in regards to recharging. They suggested the patient monitor ins charge level and charge when the ins was no less than half full in order to avoid losing therapy. If the patient continued to experience the ins turning off on its own, it was advised that the patient keep a diary of when this was occurring and document ins charge level from pp or insr and then meet in a few weeks to obtain another analysis file. No further complications reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported that therapy is turning on by itself. Rep stated that the system has been working well but all of a sudden patient had increase in pain and when they checked ins with patient programmer it showed ins was off and they had to turn it back on to get pain relief. The stated that all the electrode impedances were within range, impedances were around 700-800 ohms. Group a, group impedance were 426, 351, and 795 ohms. Patient usually charges every other sunday and that has been going well. Rep stated it has occurred approximately 3 times in the last 3-4 months and appeared to be random. Patient works in the pharmacy department which is right next to radiology so patient has to walk through radiology to get to their department. Rep mentioned patient does not go in MRI suite but the radiology department has been changing out their MRI machines. Patient has not seen any por message. It was suggested they kept a journal of on/off incidents. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for complex reginal pain syndrome type I and spinal pain. It was reported that therapy is turning off by itself. Rep stated that the system has been working well but all of a sudden patient had increase in pain and when they checked ins with patient programmer it showed ins was off and they had to turn it back on to get pain relief. The stated that all the electrode impedances were within range, impedances were around 700-800 ohms. Group a, group impedance were 426, 351, and 795 ohms. Patient usually charges every other sunday and that has been going well. Rep stated it has occurred approximately 3 times in the last 3-4 months and appeared to be random. Patient works in the pharmacy department which is right next to radiology so patient has to walk through radiology to get to their department. Rep mentioned patient does not go in MRI suite but the radiology department has been changing out their MRI machines. Patient has not seen any por message. It was suggested they kept a journal of on/off incidents. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.